Event description:
The devices have showered operating personnel with blood during procedures. This can happen if the operator clamps the tubing going from the device to the return bag in violation of the warning in the manual. When the software is purchased, the slide clamp is in place. The normal inclination, if one would see that the tubing was not clamped, and the operator did not want anything to go back into the device would be to clamp the tubing. There is no indication on the clamp or anywhere near it that it should not be closed. The rptr stated that the clamp is in place solely to be able to disconnect the tubing when the procedure is finished. There is in the manual a two sentence warning in a chapter that contains 14 warnings. The warning reads that if the pump that returns the blood to the bag is running under pressure, either the tubing or the connection between the bag will rupture. There is no alarm or pressure-sensing device to halt the roller clamp and the co has no plans to retrofit the devices. A later model is so equipped. The rptr stated that he polled some anesthesiologists and has learned of approx 12 similar incidents. The rptr's suggestions for a quick fix include removing the clamp or putting a protective barrier between the devices and personnel. (See also mw1003009.)